Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Event description:
New information noted that programming changes were made, and patient condition is stable.

Manufacturer narrative:
Additional information: b5, h6.